Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 28-aug-2026, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with calcification from the non-coronary cusp (ncc) extending to the left ventricular outflow tract (lvot), a 14 french introducer sheath was inserted for right transfemoral access; however, the sheath could not pass through due to a narrow and calcified external iliac artery (eia). A non-medtronic guidewire was used to "stretch" the blood vessel, but the introducer sheath would not pass through again so it was replaced with an e-sheath. The e-sheath also had difficulty passing through the eia; therefore, the eia was balloon dilated using an 8 millimeter (mm) non-medtronic percutaneous transluminal angioplasty (pta) balloon. The e-sheath was able to pass through the eia, and pre-dilation was performed using a 22 mm non-medtronic balloon. Upon the first deployment attempt of the transcatheter valve, the valve was deployed to an implant depth of 6 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc); however, the patient's blood pressure dropped and did not recover following deployment to point of no recapture (ponr) and cardiac massage was initiated. An intra-aortic balloon pump (iabp) was inserted, and an echocardiogram was performed that revealed a "significantly high" paravalvular leak (pvl) and the valve was recaptured. Following the second deployment attempt at an implant depth of 5 mm on the ncc and 7 mm on the lcc, the valve was recaptured. Upon the third deployment attempt at an implant depth of 3 mm on thencc and 4 mm on the lcc, the patient's blood pressure would not recover, and the valve was fully deployed. Following the implant of the valve, cardiac massage was re-started and the patient was administered a vasopressor. Following approximately 5 minutes of cardiac massage, the patient's blood pressure began to recover. The patient's blood pressure recovered to over 100 millimeters of mercury (mm hg), and an ultrasound was performed that revealed mild pvl.